Event description:
Patient was implanted with a guardian system on (B)(6) 2022. Patient was seen by physician post implant; it was determined the patient had a pocket infection. The physician made the decision to have the patient explanted. Explant was performed on (B)(6) 2022. There were no complications associated with the explant. This MDR is being filed retroactively to satisfy an observation created during an FDA inspection which was performed on 11-feb-2022 through 19-mar-2025.